Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with a downstream occlusion alarm. It is unknown when or in which care area this event occurred. This event may have been a false occlusion alarm. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump that failed a downstream occlusion test was not confirmed during product evaluation by a baxter service technician. However, the pump's air in line printed circuit board was found to be out of calibration and baxter quality engineering attributes the reported condition to this condition. The air in line printed circuit board was calibrated to correct this condition. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).